Event description:
It was reported when using the bd pyxis¿ anesthesia station es, user mentioned that station offline. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station turned on and appeared offline in remote smart service (rss). A field service engineer (fse) found that the backup power supply was not working. The fse replaced the new battery. The customer verified the operation in the application. The system functioned as intended after the field service engineer verified the issue.